Manufacturer narrative:
As of this report, the device has not been replaced. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) error code. The battery percent remaining went from 95 percent to 14 percent in two months. It was noted the beeper had previously been disabled from an MRI scan. Engineering analysis confirmed a battery depletion anomaly had occurred causing a rapid depletion condition. Replacement was recommended since therapy cannot be guaranteed since the root cause could not be determined at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Event description:
Additional information was received that this s-ICD was explanted due to a product performance issue. The s-ICD is expected to be returned for laboratory analysis. No additional adverse patient effects were reported.

Event description:
The field representative was contacted and confirmed there has been no additional information regarding the device replacement. According to the field representative, the patient was considering not having the device replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted a dent on the device. The battery status was at end of life (eol). The device battery status was reset to beginning of life (bol) by clearing memory bits. A review of the device memory noted many magnet applications at random times. The device case was then opened to facilitate analysis of the internal components. Detailed analysis confirmed the reported allegation of premature battery depletion. The root cause was due to a reed switch anomaly causing intermittent high current draw on the 1.8 volt power supply when the reed switch would randomly open and close. When the reed switch was closed, therapy was not available.